Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle eclipse 21x1-1/2 rb tw package damaged/ defective. It was reported by customer that one needle pouch was detected with a tear in the paper tyvek backing. Verbatim: rcc received a complaint via email. During packaging operations, one needle pouch was detected with a tear in the paper tyvek backing. The tear was miniscule and observed by the aql inspector.

Manufacturer narrative:
The reported issue of packaging damaged/ defective was confirmed upon inspection of the samples. Analysis of the samples showed a white line mark on the package on one unit. This unit was subjected to a bubble leak test and passed with no abnormalities noted. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The packaging process was reviewed. The probable root cause is that the pocket is deformed due to material shrinkage. The shallow pocket might cause the product to protrude into the top web paper, which caused the white line mark. Shallow pockets are formed when there are long machine stoppages due to production technicians needing to attend to machine related issues or trouble shooting. A corrective action was completed to revise the program to include a line unload cycle for prevention of shallow pockets. The affected lot was produced before action implementation.

Event description:
Material # 305765. Batch # 2343741. It was reported by customer that one needle pouch was detected with a tear in the paper tyvek backing. Verbatim: rcc received a complaint via email. During packaging operations, one needle pouch was detected with a tear in the paper tyvek backing. The tear was miniscule and observed by the aql inspector.